Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge or connect the implantable pulse generator (ipg) after a non-device related surgery, as it was re-implanted too deep to the skin. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.